Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008 the patient underwent posterior spinal arthrodesis, l4-5. Posterior spinal instrumentation via pedicle screw fixation, l4-5. Revision discectomy l4-5. Transforaminal lumbar interbody fusion (tlif), l4-5. Use of anterior structural cage at l4-5. Use of local bone, allograft bone and bmp for fusion. Use of neuromonitoring of the spinal cord and pedicle screw stimulation. Preoperative diagnosis: recurrent second time herniated nucleus pulposus, l4-5 left side. Left l5 radiculopathy. 3) low back pain. Per-op notes: "after completing my discectomy, I then brought in the trial sizer and got the appropriate size graft. I copiously irrigated and then packed the patient's own bone followed by cage filled with bmp into the disc space. I then confirmed its position with ap and lateral fluoroscopy. Following that, I continued my decompression starting cephalad centrally to make certain that there was no compressive pathology noted on the dural sac. I also made certain that there was no compressive pathology against the l5 pedicle and made sure that the l5 nerve root was without compression."

Event description:
It was reported that the patient underwent a posterior tlif fusion procedure at l4-5 using rhbmp-2/acs on (B)(6) 2008. Post-operatively, imaging studies showed that the patient developed uncontrolled bone growth and resulting nerve compression at the implant site. As a result, patient now suffers from chronic pain and radiculitis.